Manufacturer narrative:
The reaction curve of the initial run was noted to have abnormal reaction kinetics. The calibration data provided from (B)(6) 2021 until (B)(6) 2022 did not indicate an issue. The plasma sample was collected in a lithium-heparin tube. The centrifugation conditions were 5 minutes with 2654 g. This was not the recommended specification for centrifugation by the tube manufacturer. The investigation is ongoing.

Event description:
The initial reporter received questionable ureal urea/bun result for one patient sample tested on a cobas 8000 c702 module. It is unknown if the initial result was reported outside of the laboratory. The initial result was 0.88 mmol/l. The first repeat result was 8.33 mmol/l. The second repeat result was 7.5 mmol/l. The third repeat result was 8.9 mmol/l. The reagent lot number is 608149 with an expiration date of 31-oct-2022.

Manufacturer narrative:
A build-up of crystals was noted in the pictures of the cuvette rings provided. The field service engineer replaced the gear pump head. He made pressure adjustments and cleaned all of the probes with a chlorine solution. He checked the cuvette wash. He performed various adjustments and lubricated the reagent loader. Calibrations and qc were performed with acceptable results. After service, no further issues were reported by the customer. The investigation determined that the issue was caused by the build-up of crystals in the cuvette rings. The investigation did not identify a product problem.